Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing six occurrences of hemolysis after use. The following has been provided by the initial reporter: hemolysis occurred on the 6 samples. Hemolysis didn't occur on the 3rd blood sugar tube.